Event description:
The customer reported that the insulin pump was dropped on the floor and had a blank screen. The blood glucose reading at the time of the call was 178 mg/dl. Troubleshooting was performed. The battery was replaced and the blank screen continued. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank screen as a result of a broken component solder joint on the interface board.